Event description:
It was reported that video image was not displayed. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to a short circuit which occurred in the area where the image sensor cable was kinked, causing their contact to become unstable. The cause of the cable kinking could not be identified, but possible factors included external stress due to contact with trocar or excessive bending/twisting. However, the root cause could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.